Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in emergency room. Upon device interrogation, the right atrial lead exhibited loss of sensing. The lead was capped and replaced. The procedure was completed without any further complications to the patient.